Manufacturer narrative:
H2: see d10. H3: one medfusion pump was received in good condition with no appearance of physical damage. The event history log was reviewed and there were battery communication timeout and battery depleted errors. The power up process was conducted and the reading of the battery was checked. The reported "battery communication time out, battery depleted" issue was unable to be duplicated; the battery operated as intended. The cracked top case, bottom case and both plunger cases were replaced.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.